Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up. Ventricular decreased sensing was noted. No capture was revealed. Fluoroscopy showed rv lead in ra. The lead was dislodged. Hv therapies were disabled and lead was repositioned. The patient was stable post-procedure.